Manufacturer narrative:
E1 - initial reporter zip code unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Rn reported that the patient, who is on subcutaneous remodulin, was being sent to the emergency department because their oxygen saturation has dropped into the 80s despite being on 3 liters of supplemental oxygen. The patient recently changed the infusion site but continued to feel unwell, so the site was changed again, though it did not improve their oxygenation. The product fault occurred during admission. There was patient involvement and there was no harm/adverse event. Specific product information has not been provided to date.

Manufacturer narrative:
H3: the device was not returned for analysis. Service history review could not be performed as the serial number was unknown. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.